Event description:
It was reported that fluid in the infusion line had stopped flowing despite the pump remaining active. Medical personnel lifted the medication bag, after which leakage was observed at the junction between the blue plastic cap and the vial. The infusion was stopped, and hptp (home parenteral therapy program) was contacted. A mini bag flush was initiated, and flow was temporarily restored and visualized in the line. However, after approximately 10 ml of infusion, the client again reported cessation of flow while the pump continued to run. The infusion was stopped once more, and the line was flushed with a syringe to confirm patency. The event occurred during infusion and resulted in a delay in therapy. There was patient involvement, and no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.